Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in right ventricular (rv) lead pace impedance measurements, measuring 1700 ohms, within range for this lead. Subsequently, the rv lead was explanted and replaced. The rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection revealed coil deformation, lead body damage, including kinks, insulation abrasion, insulation tear. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than the induce damage due to lead extraction. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported gradual rise in right ventricular (rv) lead pace impedance measurements.

Event description:
This supplemental report is being filed as the conclusion code was updated after the product investigation was performed.